Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was discovered via fluoroscopy that the newly placed right ventricular (rv) lead was dislodgement. Rv lead repositioning was attempted, but the rv lead helix failed to extend after being retracted. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. X-ray examination found that the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. Electrical testing and specification measurement were normal. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. No other anomalies were found.